Event description:
On (B)(6) 2013, the reporter contacted animas alleging the display screen was dim. The reporter denied evidence of moisture or trauma to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).